Manufacturer narrative:
(B)(4): the complaint was not confirmed however a secondary issue unrelated to the complaint was found. On performance testing with control solution, the test strips were reading control solution high. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.